Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a non-vitros quality control fluid when processed using vitros chemistry products na+ slides in combination with a vitros 4600 chemistry system. The investigation was unable to identify an assignable cause of the event. The customer processed within run precision testing and obtained acceptable results indicating the vitros 4600 chemistry system was performing as expected and therefore, was not likely a contributor to the event. Per customer request, an ortho field engineer went on site and performed service actions that included cleaning the potentiometric evaporation caps and performing metering adjustments which he found to be sub-optimal. Acceptable post service within run precision results were obtained indicating the vitros 4600 was performing as expected further showing that the vitros 4600 chemistry system was not likely a factor in causing the event. A review of historical quality control (qc) results examined for vitros na+ slide lot 4219-0990-0194 determined that with the exception of the one qc data point, the na+ qc performance was acceptable in regards to precision and accuracy. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue of non-reproducible results when using vitros na+ slide lot 4219-0990-0194. Therefore, a vitros na+ slide lot issue did not likely contribute to the event. There were no issues specific to pre-analytical storage and handling of reagent cartridges or qc fluids identified for this event.

Event description:
A customer obtained non-reproducible and higher than expected vitros sodium (na+) results from a non-vitros quality control fluid when processed using vitros chemistry products na+ slides on a vitros 4600 chemistry system. Biorad lot 31850 level 1 = 141.9 mmol/l versus baseline mean 127.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were from a quality control fluid and were not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).